Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer was advised to replace supplies as necessary and resume insulin therapy.